Event description:
Caller alleged discrepant inratio2 results: results as follows: date: (B)(6) 2013, inratio: 1.1, lab: 2.2. Time between finger stick and lab draw: within 5 minutes.

Manufacturer narrative:
Investigation pending.